Event description:
Pt had an implantable defibrillator placed for ventricular tachycardia. Pt reported a shock from the device. Device was interrogated and the lead was found to be defective with inappropriate sensing of signals. Device was explanted and upgraded to new system.